Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: pb1018 transcatheter valve, implanted (B)(6) 2015. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) had triggered for the right ventricular (rv) lead. The following physician confirmed the lead had dislodged. Short interventricular pacing intervals were also observed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.